Event description:
A surgeon reported noticing "a second set of laser marks" on the intraocular (iol) as she was inserting the lens in the eye. She stated that these "marks" do not affect the patient's vision and that the patient is doing fine.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received on 03/11/2009 and 03/13/2009 by phone. This report was mailed to FDA on: 04/09/2009.